Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the flanks on (B)(6) 2018 using a coolcurve applicator, to the upper and lower abdomen on (B)(6) 2018 using coolcore and coolmax applicators, and to the flanks on (B)(6) 2018 using a coolcurve applicator. Onset of symptoms was 3 months post treatment. On (B)(6)2018, the patient had radiofrequency treatments to attack flaccidity in the abdomen and flanks. At the end, the patient communicated to comment increase in size in all treated areas with cryolipolysis. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the abdomen and flanks on (B)(6) 2019.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the flanks on (B)(6) 2018 using a coolcurve applicator, to the upper and lower abdomen on (B)(6) 2018 using coolcore and coolmax applicators, and to the flanks on (B)(6) 2018 using a coolcurve applicator. Onset of symptoms was 3 months post treatment. On (B)(6) 2018, the patient had radiofrequency treatments to attack flaccidity in the abdomen and flanks. At the end, the patient communicated to comment increase in size in all treated areas with cryolipolysis. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the abdomen and flanks on (B)(6) 2019.

Manufacturer narrative:
H.9 continued: additional correction removal numbers: z-1347-2022, z-1346-2022 this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the flanks on (B)(6) 2018 using a coolcurve applicator, to the upper and lower abdomen on (B)(6) 2018 using coolcore and coolmax applicators, and to the flanks on (B)(6) 2018 using a coolcurve applicator. Onset of symptoms was 3 months post treatment. On (B)(6) 2018, the patient had radiofrequency treatments to attack flaccidity in the abdomen and flanks. At the end, the patient communicated to comment increase in size in all treated areas with cryolipolysis. The patient was diagnosed with paradoxical hyperplasia (pah/ph) in the abdomen and flanks on (B)(6) 2019.